Manufacturer narrative:
Product event summary: during analysis the programmer head failed an incoming functional console test. The head's out of specification cable was replaced as was the cracked upper case and the head's label. It then passed all functional and systems tests. Concomitant products: product ID 2090w programmer; product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that while in analyzer mode the programmer would not display the electrogram (egm) and also that noise was showing instead of the egm (this was an intermittent issue). Per initial reporter, they did rule out it being a cable issue, and that the situation was resolved by cycling the power during a case. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event. It was further reported that the radio frequency programmer head that was returned along with the programmer and analyzer as an associated device subsequently tested out of specification during manufacturer's analysis.